Event description:
The end user reported some bleeding from her stoma after the wafer had been in place for 1-2 days. Upon removing the wafer 3-4 days later, she noticed an indentation half way around her stoma. The end user also stated the wafer felt tight while she had it on.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user applied sur-fit natura durahesive moldable skin barrier with (pre-cut) after removing the. The end user has since changed from using the sur-fit natura moldable convex skin barrier and stated that she is no longer experiencing any bleeding nor, is there any indentation to her stoma. The end user did not report what product she is presently using, since the change. No additional patient/even details have been provided to date. Should additional information become available, a f/u report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on november 11, 2013.

Manufacturer narrative:
Additional information received on october 28, 2015. The product associated with batch 3a01261 was made according to specification. No previous investigations are available. After detailed batch review, no discrepancies includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).